Event description:
It was reported that while the surgeon was applying hemostatsis agent on the vaginal cuff during a da vinci si hysterectomy procedure, the mega needle driver instrument insert separated from the tip and fell into the patient. The insert was retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found both of the carbide inserts to be broken off of one grip, only one insert was returned. The returned insert was separated from the instrument. No damage was found to the instrument clevis or cable.